Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intraperitoneal vancotech (2g, stat) and intraperitoneal gentamycin (20 mg once a day for seven days) for the peritonitis. Dianeal therapy was discontinued and the patient¿s peritoneal dialysis catheter was removed (current method of dialysis was not reported). The patient¿s recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.